Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed incoming testing. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. Upon eval, the pp+ wires were detached inside the distribution node (dn). The cause for the incoming test failure is the open wires. The wires connect the trunk cable to the ECG electrode b cable. The root cause of the open wires cannot be positively identified but is likely excessive force placed on either of the cables. No adverse event resulted from the open wires. The last pt to use this belt did not report any deficiencies.